Event description:
A malfunction alarm was reported with no adverse impact on the customer¿s blood glucose level. Customer service arranged for the replacement of the pump as the malfunction code was not resettable. The customer was advised to use mdi as a backup therapy and to return the problematic pump using a pre-paid label within 10 days to avoid charges. It was confirmed that the customer would receive an updated pump with the latest software and instructions were provided for storage mode and pump programming. Additionally, the customer was informed about connecting their cgm to the new pump.